Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed that, when the battery was reinserted after the pump had been 6hrs without power, the time and date reset to the factory default settings. To further investigate the pump cover was removed; a visible inspection confirmed the internal battery was leaking. Pump passed a 29hr flow accuracy test successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reported contacted animas alleging that the meter is recording blood glucose (bg) readings on the wrong date. Troubleshooting found that the pump¿s time and date had reset to default settings with battery changes and were programmed incorrectly. The time and date at the time of the call were reported to be correct. The reporter stated that the patient had experienced elevated bg over 500mg/dl during the timeframe of the time and date issue. The reporter noted symptoms of headache and sweating, and stated that the bgs were corrected via syringe. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to incorrectly setting the time after the time and date reverted to factory default with battery changes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.